Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that 2 unspecified bd syringes experienced the needle piercing the shield after recapping, and 2 cases of dirty needlestick injury. It has not been specified whether medical intervention/testing was administered. The following information was provided by the initial reporter: I am a dentist and I work in the area of facial harmonization. I use bd syringes to apply botulinum toxin in my patients. I made two applications of botulinum toxin in my patients and when I finished the procedures and went to cover the tip of the needle so I could throw it in the descarpack, the needles pierced the caps and I ended up puncturing myself twice with different syringes.

Event description:
It was reported that 2 unspecified bd syringes experienced the needle piercing the shield after recapping, and 2 cases of dirty needlestick injury. It has not been specified whether medical intervention/testing was administered. The following information was provided by the initial reporter: I am a dentist and I work in the area of facial harmonization. I use bd syringes to apply botulinum toxin in my patients. I made two applications of botulinum toxin in my patients and when I finished the procedures and went to cover the tip of the needle so I could throw it in the descarpack, the needles pierced the caps and I ended up puncturing myself twice with different syringes.

Manufacturer narrative:
Investigation summary: customer returned an image of a single syringe. A small section of the needle has broken through the needle shield. This may have occurred if the needle came into contact with the inside of the needle shield while reshielding the syringe after use. A needle stick would be possible with the needle piercing the needle shield in this manner. Due to the batch being unknown, no DHR review can be completed. Based on the images received, embecta was able to confirm the customer¿s indicated failure of a potential needle stick. The possible root cause of the needle stick is reshielding the syringe after use, resulting in the needle piercing the shield, permitting a needle stick.